Event description:
It was reported that insulin gauge displayed amount different than expected, showing 90 units when caller expected 300 units, and issue had already occurred earlier in day before call. There was no reported impact to customer¿s blood glucose level. Customer resolved issue by loading new cartridge before contacting support, and technical support explained how discrepancy could occur and provided guidance on how to prevent recurrence, which caller acknowledged.